Event description:
During a rotator cuff repair utilizing the twinfix ultra pk 5.5mm w/2 ub-wht & bl, it was reported that two anchors snapped or sheared off during insertion. The implant sites were prepped properly. While inserting the first anchor, it snapped proximal to the eyelet. The proximal part of anchor was removed. The distal part including the thread stayed in the hole. The surgeon was able to use the suture to tie the cuff down. While inserting the second anchor, it snapped leaving a distal portion inside the hole. The remaining part of the anchor with suture was removed. The distal tip of the anchor remained in the hole but it could not be used for fixation. Another site was prepped and a third anchor used to complete the procedure. No loose parts were left inside the patient. The patient's bone quality was reported as good to hard. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: two twinfix ultra pk 5.5mm w/2 ub-wht & bl devices were returned for evaluation of the reported complaint mode, ¿snapped/sheared off during insertion¿. Two insertion devices were received ¿ one completely deployed (no anchor) with suture in a separate bag and one with the broken anchor still attached to the end. The distal tip was missing, confirming the complaint. Functional testing and dimensional checks are not required. At this time, we are unable to determine what may have caused the user to experience the reported incident. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).